Manufacturer narrative:
E1: patient city: (B)(6).patient country: finland.name- medtronic minimed,street-18000 devonshire street,city- northridge, state- ca, zip code- 91325,zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that patient faced the infusion set came off mid wear due to poor adhesive on (B)(6) 2026.